Event description:
It was reported that the patient presented to the hospital for a generator implant procedure on (B)(6) 2022. While attempting to implant the right atrial (ra) lead, it was noted that there was low pacing lead impedance, insulation anomaly and noise on the lead. The anomalous ra lead was capped and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014.